Event description:
It was reported that the pacemaker exhibited for r-wave over-sensing. No intervention was performed. The condition of the patient was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received notes that the patient was presented remotely via merlin.net. Upon review of the transmission, the pacemaker exhibited post-paced t-wave over-sensing. The pacemaker was reprogrammed. The patient experienced no consequences.